Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Was administering patient's shot and the medication would not push through the needle. This rn was administering injection to patient. Medication was drawn into the syringe using a blunt fill needle. The needle was then changed to a 25g x 1 safety needle. The medication was pushed to the 1ml line and a drop of medication exited the needle. The needle was then punctured into the patient's arm after cleaning the site, but the needle would not push. This rn withdrew the needle a small amount and attempted to push the plunger again, but it would not push. The needle, medication and syringe were then disposed of in the sharps bin. Product ref # 305916. Device lot # 2558504.